Event description:
308 days after implantation of a 2.75x12 mm taxus express2 drug eluting stent, an in-stent restenosis occured. During the initial procedure, the target lesion was located in the mid and distal left anterior descending (lad) artery. A pre-intervention was reported concerning vessel calcification or tortuousity. After balloon dilation, a 2.75x12 mm taxus stent was deployed in the lad. A post-intervention results were reported as "no residual stenosis with a timi iii flow distally." The pt received plavix, integrillin, heparin, and ecotrin during the procedures. Pt status was reported as "stable" following the procedure. The pt presented 308 days after the initial procedure with an 95% in-stent restenosis in the distal segment of the previously placed 2.75x12 mm taxus stent in the lad. After balloon dilation, a 2.75x8 mm cypher stent and a 2.75x13 mm cypher stent were placed across the lesion. Post-intervention results were described as "excellent angiographic appearance with a 0% residual stenosis." The pt was reported to have tolerated the procedure with no complications.